Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 08, 2018 - august 09, 2018. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.